Event description:
A customer contacted global technical services (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. The home patient (hp) stated, she had issues with priming the patient line. Gts assisted the hp end therapy and advised the use of new disposables. There was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient's nurse on (B)(6) 2010, regarding the reported problem. The nurse stated, he was aware of the alarm and stated there was no patient injury or medical intervention since the event.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).